Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of questionable high result for 1 patient sample tested for elecsys total psa immunoassay (tpsa) and 1 patient sample tested for elecsys hcg + beta test system (hcg+b) on a cobas 8000 e 602 module. Patient 1 initial tpsa was 6.98 ng/ml. The initial result was released outside of the laboratory but was questioned by the physician as the patient had had a prostatectomy. On (B)(6) 2018 the repeat tpsa result was < 0.003 with a data flag and was deemed correct. Patient 2 initial hcg+b result 205.2 iu/l. The initial result was released outside of the laboratory but was questioned by the physician as the patient had had a miscarriage. The repeat hcg+b result was 1.44 iu/l and was deemed to be correct. Patient 2 is a female. There was no allegation of an adverse event. The tpsa and hcg+b reagent lot information was requested but was not provided. A customer's in-house technician found a skewed sipper probe and insufficient rinsing of the reagent pipettor. The investigation is currently ongoing.

Manufacturer narrative:
The provided alarm trace shows alarms indicating a warning regarding the procell / cleancell reagents around the time of the erroneous results. A field service engineer found a missing seal piece in the procell / cleancell filters. The engineer confirms the system is now operating within specification.